Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. Reportedly, the customer's blood glucose (bg) level was not impacted due to the reported issue. Troubleshooting was unable to be completed as customer needed to obtain supplies. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.